Event description:
Customer went to use the product (implanted) and noticed after that the threads are stripped. No injuries involved. No delays. An another item used.

Manufacturer narrative:
We have not yet received the implant back. We will follow-up this report accordingly after eval.